Event description:
According to the reporter: the surgical procedure begun with insertion of the unit into pt's abdomen, but it broke down at the end side. No consequences occurred. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).